Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the tubing after 25.5 units of insulin were delivered. The customer reported a blood glucose (bg) level of 155 (mg/dl). Multiple unsuccessful, attempts were made to follow up with the customer to complete troubleshooting.